Event description:
The reporter states that the surgeon was loading a eyeonics crystalens in a mtc-60cfp cartridge and the lens tore. This was during loading, so no patient contact or injury.

Manufacturer narrative:
.